Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation during surgery.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: pressure dropped to 2 mmhg in the middle of the procedure. Only took a few seconds for it to correct itself. Set flow was at 40, pressure was at 15. There is no probable root cause in relation to the complaint as there were no errors during the functional testing of the unit. However, the unit is past due for calibration and should be checked for preventative maintenance. The device manufacture date is not known.

Event description:
It was reported that there was loss of insufflation during surgery.